Event description:
It was reported that during a surgery the implant shattered. Levels treated were l3-l4. The implant was inserted in the disc space and upon imaging it was noticed the cage was shattered. The cage was removed from the pt. Upon attempting to implant a second cage of the same, the cage also broke in the same manner. A third 7x9x25 cage was used to complete the case. There was no impact to the pt or significant delay to the case.